Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, two thrombus formations were found partially occluding one of the vanes on the proximal-side of the rotor body as well as on the outlet portion of the rotor. The areas of denaturation on the thrombus formations indicate that they were present in the pump while it was operating; however, the structure of the thrombi suggests that they did not originate on the rotor and initially developed in another location. Although their origins could not be conclusively determined, portions of the thrombi appeared to show a laminated curved structure, suggesting that they may have potentially originated around the inlet bearings. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. The thrombi could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power confirmed through the data recorded in the submitted system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 40 days. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to increased pump power consumption, elevated estimated pump flows and clinical symptoms of hemolysis. The laboratory test results showed a lactate dehydrogenase (ldh) level of above 1800 u/l. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. No further information was provided.